Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9510-2 lever-locking broach handle batch number: 170802-rw was received for investigation. Visual evaluation noted that the device had wear- the device was discolored and had scratches. Further observation noted that the broach handle locking handle would not lock securely. Functional testing was performed by attaching an ar-9510-14 rasp/trial stem batch number: 250120700r to the lever-locking broach handle and hitting the device with an ar-2966 kirk mallet batch number: 6671619. As soon as the device was struck, it unlocked and detached from the ar-9510-14 rasp/trial stem. The most likely cause for these failures can be attributed to wear and tear incurred from repeated usage - date of manufacture 2022. Refer to investigation photos.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-9510-2 revers lever-locking broach handle is not functioning well. When it clicks in the broach, it doesn¿t always hold the broach in place. This was discovered during a procedure. The case was completed with another device with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.